Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, an unknown k-wire broke off while over drilling. Moreover, there were at least four (4) hospitals complaining of the same issue. It is unknown if there was surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) drill bit. This is report 1 of 2 for (B)(4).